Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015 the patient presented to an outside hospital for acute onset of left-sided facial droop and slurred speech. A head computed tomography (CT) scan found no evidence of infarct, hemorrhage, hydrocephalus, contusion or extra-axial collection. The patient was then transferred via lifeflight to the implanting center. A repeat head CT scan did not indicate hemorrhage. The patient's inr was 2.2. Neurology service was consulted and the physicians felt that the most likely etiology, given his history, was cardioembolic. Due to his receiving anticoagulation, the patient was unable to receive tissue plasminogen activator. The patient's symptoms improved. Because of his low stroke scale score and improving symptoms, he was not a candidate for intervention. No additional information was reported.

Manufacturer narrative:
Approximate age of device: 68 days. No further information is available. The patient remains ongoing on vad support. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. Specific causes for the reported left-sided facial droop and slurred speech, and correlations to the device could not be conclusively determined. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.